Event description:
Patient presented in 2004 with an increase in spasticity, low back pain, some confusion, and urinary hesitancy. The pump reservoir was accessed, no volume discrepancy noted. The pump was refilled. Pump side port was accessed which was positive for csf. An MRI showed no evidence of an intrathecal granuloma. It did show "severe facet arthropathy which could be the cause of low back pain." The pt continues to experience increased spasticity and low back pain. The hcp is currently adjusting the pt's medications as needed and tolerated.